Manufacturer narrative:
Date of event: 28sep2021.

Event description:
The customer reported getting "proximal pressure auto zero failed¿ message. The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (rse) confirmed with customer "proximal pressure auto zero failed" in the significant error logs. The rse instructed the customer to inspect the solenoid pins from flow sensor assembly to the data acquisition (da) printed circuit board assembly (pcba).

Manufacturer narrative:
The customer replaced solenoids 3 and 4 along with a data acquisition (da) printed circuit board (pcb) to resolve the issue. Following the repair, the unit was tested, and it was returned to service.